Event description:
The customer reported that the collimator did not function. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the fluoro functions printed circuit board and reloaded the calibration files. The system was tested and found to be working and intended and put back in service.